Event description:
It was reported a pericardial effusion occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was successfully implanted. The patient reported significant pericarditis post implant and a transthoracic echocardiogram (tte) the next day revealed a trivial pericardial effusion. The effusion was not drained. Additionally, at an unknown time post procedure, the patient had a gastrointestinal (gi) bleed. On (B)(6) 2019, the patient presented to a different hospital with shortness of breath. A tte was performed and about a 2cm pericardial effusion was noticed. It was later drained via pericardiocentesis. On (B)(6) 2019, the patient had a 45 day follow up transesophageal echocardiogram (tee) performed which was negative for any abnormalities. There was no sign of an effusion. The watchman laa closure device was well positioned and sealed.